Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator. The reason for call was rep reported the patient had not used their spinal cord stimulator in a year because the patient did not think the therapy was helping much and the patient felt the stimulation bothered them more than it helped them. Rep said patient told them the therapy had been off for a year. Additional information was received from a manufacturer representative (rep). It was reported that the patient did not specify what the cause was, they just didn't think it was helping enough to charge and continue to use. The patient wants to try the new closed loop system to see if that provides more options or a non-rechargeable to see if they use it more and not charge. They are currently pending insurance approval for replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.